Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00626: case 1, 3025141-2019-00627: case 2, 3025141-2019-00628: case 3.

Event description:
Article: locked anatomic plate fixation in displaced clavicular fractures; ozler, turhan; guven, melih; kocadal, abdurrahman onur; ulucay, cagatay; beyzadeoglu, tahsin; and altinitas, faik; acta orthop traumatol turc 2012; 46(4):237-242. Case 4: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced implant failure after the 3rd month post op (loss of reduction and loose screws); revision surgery to replace the implant with a longer plate and bone graft was performed at the 4th month post op.